Event description:
Device 1 of 3. Reference MFR report#1627487-2019-02678. Reference MFR report#1627487-2019-02682.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report# 1627487-2019-02678. Reference MFR report# 1627487-2019-02682. It was reported that the scs system was explanted for lack of effective therapy.